Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter, remaining test strips, and controls were provided for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 44 mg/dl, 45 mg/dl, 42 mg/dl, level 2: 311 mg/dl, 309 mg/dl,307 mg/dl. All returned results are within acceptable ranges.

Event description:
The initial reporter stated that they received discrepant results for one patient tested with accu-chek inform ii meter serial number (B)(4). A heelstick sample from the patient was tested using the meter, resulting with a glucose value of 39 mg/dl. The nurse obtained more blood from the heelstick and tested the patient two additional times using the meter, resulting with values of 56 mg/dl and 58 mg/dl. All values were measured within a 10 minute time span. The 39 mg/dl value was believed to be inaccurate and the 56 mg/dl and 59 mg/dl values were believed to be accurate. When collecting samples for testing, the nurse mentioned that she wipes away the first couple drops of blood. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter results. The patient is healthy. The patient's mother had been a gestational diabetic. The reporter's product was requested for investigation.